Event description:
A surgeon reported that conclusion issues occurred during a cataract surgery. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
No sample was returned for occlusion giving a system error. No lot number was identified with this complaint; therefore, a history review could not be conducted. All phacoemulsification phaco tips are 100% visually inspected by trained operators. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).